Event description:
It was reported that during a coronary drug eluting stenting treatment procedure deflation difficulties occurred. A 3.00x20mm taxus liberte stent was deployed in the moderately tortuous unspecified lesion. When the physician attempted to deflate the stent delivery balloon after the stent was deployed, deflation difficulties occurred and it took over one minute for the balloon to deflate. The balloon eventually deflated and the device was removed. The procedure was successfully completed without any patient complications. The patient's current condition is listed as 'good'.

Manufacturer narrative:
Device evaluated by manufacturer: initial visual examination of the returned unit revealed that the relevant stent was not returned for analysis due to deployment. The balloon was returned partially inflated. Solidified contrast media was present within the entire length of the inflation lumen, therefore indicating the device had been prepped for use. The midshaft and lumen sections were intact with no issues observed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure deflation difficulties occurred. A 3.00x20mm taxus liberte stent was deployed in the moderately tortuous unspecified lesion. When the physician attempted to deflate the stent delivery balloon after the stent was deployed, deflation difficulties occurred and it took over one minute for the balloon to deflate. The balloon eventually deflated and the device was removed. The procedure was successfully completed without any patient complications. The patient's current condition is listed as 'good'.